Manufacturer narrative:
Correction brand name is spectrum wireless battery module (not spectrum infusion pump as previously reported). Correction common device name is wireless battery module (not infusion pump as previously reported). Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'improper shutdown'. Visual inspection found corrosion on the battery contacts as assignable cause. The battery module was deemed unserviceable due to the corrosion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery experienced an improper shutdown. There was no known patient injury or medical intervention associated with this event. No additional information is available.